Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym crt models approved under (B)(4). Analysis is pending.

Event description:
Reportedly, an exteriorization of a non sorin lead with lead infection was observed. The cardiologist removed all materials including the ICD involved in this MDR report.